Event description:
It was reported that a malfunction occurred, possibly due to the pump getting wet earlier in the day. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer initially reset the pump following assistance from technical support, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any issues arose. Additionally, arrangements were made for a follow-up on the replacement infusion sets used during the malfunction.